Event description:
It is reported that surgeon fixated two matrix mandible locking screws into a matrix mandible plate (B)(4). One screw (B)(4), the screwhead broke off. The screw shaft remains implanted, the screwhead was retrieved. Another screw (B)(4) stripped and did not lock to the plate. This screw also remains implanted. The surgeon attempted to remove both complained screws, but decided to leave them implanted. Surgery was completed successfully with no delay. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.